Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a delay in blood transfusion while using an interlink y-type blood/solution set. The reporter indicated that the set had slow flow, which led to the blood transfusion taking over four hours. This issue occurred during patient blood transfusion. There was no patient injury or medical intervention associated with this event. No additional information is available.